Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a cystoscopy with deflux injection, the 3 syringes felt broken, leaving debris (a0401). Consequences of the incident: use of several devices (f2301)." Additional information received on february 10, 2026, indicated that "no injuries were noted during the operation. It occurred on a single patient." Three units of deflux involved. Associated mdrs: 3014909464-2026-00010, and 3014909464-2026-00009.